Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit conclusion as to the cause of the event. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results. Manufacture date - unknown. Device expected, but not yet returned.

Event description:
It was reported that patient underwent a procedure on an unknown date. During preparation of the bone cement , the monomer liquid would not dispense into the cylinder. There was no patient injury or delay in the procedure.